Event description:
Device 1 of 2.reference MFR report: 1627487-2014-06534. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015, where her ipg was replaced with a different model. Postoperative programming provided effective stimulation. (Reference MFR report: 1627487-2014-26228 for ipg).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06534. It was reported the patient is not receiving effective stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.